Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The conductor wire does not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument sparked intraoperatively. The procedure was completing as planned with no reported injury.